Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode and felll approximately three months after implant. It was reported the patient was brought to the emergency room, however the cause was not determined. The patient reported experiencing on-going dizziness and lightheadedness. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service without complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.